Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Customer reportedly received the following results on the nano system within 10 minutes: 405 mg/dl and 102 mg/dl. Customer stated coffee had spilled on these strips so she left them in the vial/uncapped waiting for them to dry out and then got the results noted previously with the strips once they dried out. No death or serious injury reported. Requested return of suspect device and replacement was sent.